Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have aided the investigation for a more definitive determination. The device becoming stuck in the patient groin and the clip not deploying as reported can be influenced by several factors that include but are not limited to: patient anatomical conditions, user technique and manufacturing. Reportedly, the common femoral artery was moderately calcified. The starclose se instructions for use (IFU) states: the safety and effectiveness of the starclose se device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. There was no abnormal user technique reported. As part of the manufacturing process all of devices are inspected for proper loading of clip onto carrier tube. All devices are inspected for the ability to deploy and retract the wings. A sample of finished devices is taken from each lot and verified for ability to functionally deploy. In addition, destructive testing performed on samples taken from each lot must meet specification. Based on the reported information and the manufacturing inspection criteria, a definitive cause of the device being difficult to remove and the clip remaining on the end of the sheath could not be determined; however, the moderate calcification of the artery may have been a contributing factor. There does not appear to be any indication of a product quality deficiency. A review of the lot history record and a query of the complaint handling database could not be performed because the lot number was not reported and the device was not returned for analysis.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a technician attempted arteriotomy closure of a moderately calcified common femoral artery (cfa) after an interventional procedure using a starclose se device. Reportedly, after firing the clip, the device became stuck in the patient's groin. The user utilized the access ports, pulled back the thumb advancer and slid the safety release. The device became free; during inspection it was noticed that the clip was hanging at the end of the sheath and the vessel locator wings had collapsed into the device. Manual arterial compression was used to achieve hemostasis. The patient did not experience any adverse effect. A 6fr. Sheath was used during the closure procedure. The technician is trained in the use of the starclose se device. No additional information was provided.